Event description:
The pt ((B)(6)) rec'd an scs system including an ipg on (B)(6) 2010. It was reported that the pt is unable to establish communication with the ipg using either the charging system or programmer. Surgical intervention will be undertaken at a later date to replace the pt's ipg.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.